Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings with the freestyle libre sensor. The customer reported unspecified lower scan readings, and developed symptoms of abdominal pain. The customer went to medical clinic, a healthcare meter result of 460 mg/dl was obtained, and the customer diagnosed with diabetic ketoacidosis. The customer was hospitalized for 6 days, but only reported treatment of unspecified antibiotics. There was no report of death or permanent injury associated with this event.